Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b3, b4, b5, d4, d10, g4, g7, h2, h3, h4, h6, h8, h10. Current repair product evaluation product review of the skin graft mesher sn6445 by dover on (B)(6) 2020 revealed they were unable to feed the carrier through so the pre-test calibration and test cut could not be performed. The left shoulder bolt was not in the correct position. The gears, collars, and bearings needed to be replaced. The cutter 1:5 failed incomplete cut and the cutter 2:1 passed. Product repair repair of the device was performed by dover on (B)(6) 2020 which included replacement of the following: gear additional repair included recalibration, shoulder bolt was placed in correct position, device disassembled, cleaned, and tested the device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the device didn't mesh. No adverse event was reported as a result of this malfunction.